Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received any samples or photos for investigation. A total of 10 retained samples were used for testing, and no leakage was observed in any of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, sleeve leakage occurred. No adverse impact was reported regarding the patient or user.